Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms) indicated that that bg values aligned well with sg trends, with no indication of any system issues. As a proactive troubleshooting measure, customer care intended to recommend the user to perform a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment, however, the user remained unresponsive to multiple communication attempts. No further troubleshooting or investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.